Event description:
It was reported that during the procedure, the fiber tip was damaged. The case was completed at 101,778 joules. The "pt or user outcome was fine".

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the fiber cap region burnt and melted. The fiber cap remains intact and attached; exhibits drilled through condition, detritus, char, devitrification, and melted glass. The fiber shrink tube and fiber jacket are melted and burnt. The bevel section melted and exhibits burnt glue. Based on the analysis, the potential for forward firing exists.